Event description:
It was reported that the procedure was to treat a mildly calcified, eccentric distal right coronary artery. A 2.0 x 15 mm mini trek was advanced to the lesion and pressurized to 6 atmospheres (atms), the pressure was increased to 14 atms, and then increased the pressure to 18 atms when the balloon ruptured causing a perforation in the vessel. The perforation was treated with a non-abbott balloon catheter. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx mini trek instruction for use states: the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.